Event description:
It was reported that during a routine device change out the pulse generator exhibited inappropriate measured data after being exposed to electrocautery. After a device software download, normal device function resumed.